Event description:
It was reported that the customer experienced an alarm 2 followed by alarm 26, and there were multiple previous occlusion events. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin use. Occlusion alarms continued and a replacement pump was sent to the customer to resolve the issue.